Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 31 staples remaining in the cover block, indicating that at least 4 staples were fired by the customer. The stapler was returned with the trigger partially engaged and the first staple partially formed. Evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple was properly formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. Although a lot number was not reported, a potential lot number was found through the sales history. The potential lot number is 73h2300254. Per DHR the product visistat 35w 6/box lot # 73h2300254 was manufactured on 08/08/2023 a total of (B)(4) pieces. Lot was released on 08/21/2023. DHR investigation did not show issues related to complaint. The reported complaint of misfire/jamming - staples not firing could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "when the user attempted to fire a staple, it jammed and didn't come out from the stapler during use. Therefore, he/she replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported." No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). UDI number unavailable as complainant did not report a lot number.

Event description:
It was reported "when the user attempted to fire a staple, it jammed and didn't come out from the stapler during use. Therefore, he/she replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported." No medical intervetion required. The patient's current condition is reported as "fine".